Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1, implantable cardioverter defibrillator (ICD), (B)(6) 2013. (B)(4).

Event description:
It was reported the patient complained of hearing the device beeping. A remote transmission was performed and upon review of the data, there were no new alert conditions met. It was noted the right ventricular lead exhibited t wave oversensing. It was also noted the patient recently started drinking energy beverages. The lead remains in use. No patient complications have been reported as a result of this event.